Manufacturer narrative:
Several attempts were made to contact the patient to gain additional information about the incident, device being used, and to request return of suspect product for evaluation but there was no response from the patient.

Event description:
Patient (user) reported a urinary tract infection while using catheters. Patient reported his doctor gave him medication.